Event description:
It was reported a patient presented with post-paced t-wave oversensing on their implantable cardioverter-defibrillator. No changes were reported. The patient status was unknown.

Event description:
New information received notes programming changes were made on the implantable cardioverter-defibrillator to resolve the issue. The patient was stable.